Event description:
It was reported that the device was removed due to output anomaly. No further information available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.